Event description:
Caller alleges imprecision with inratio. Results as follows: patient 1, first test inr = 1.4, second test inr = 2.2. Patient 2, first test inr = 1.8, second test inr = 3.2. Patient 3, first test inr = 1.4, second test inr = 2.3. Patient 4, first test inr = 1.7, second test inr = 2.3. Patient 5, first test inr = 1.3, second test inr = 2.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 060638. Patient 1, first test inr = 1.4, second test inr = 2.2; mean = 1.80; sd = 0.57; %cv = 31.43. Patient 2, first inr = 1.8, second test inr = 3.2; mean = 2.50; sd = 0.99; %cv = 39.6%. Patient 3, first test inr = 1.4, second test inr = 2.3; mean 1.90; sd = 0.64; %cv = 34.4. Patient 4, first test inr = 1.7, second test inr = 2.3, mean = 2.0; sd = 0.42, %cv = 21.2. Patient 5, first test inr = 1.3, second test inr = 2.4, mean = 1.9; sd = 0.78; %cv = 42.0%. The %cv is greater than 20% for all 5 patients. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.